Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the device failed during deployment. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.